Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t hs elecsys result from the cobas 8000 e 801 module. The initial result was 0.070 ng/ml and was reported outside of the laboratory. As the customer's hospital standard for catheterization is >0.05 ng/ml or more, a catheterization was planned. A new sample was obtained from the patient and the result was 0.03 ng/ml on the original analyzer and on cobas e 801 serial number (B)(4). The physician preparing the catheter stopped the catheterization due to this result. The first sample was retested and the result was 0.003 ng/ml from both cobas e801 analyzers. The reagent lot number was 523685-013 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.